Event description:
It is reported that during surgery on (B) (6) 2009, the surgeon implanted a 56mm standard trial trilogy liner and took an x-ray of the cup to note the position of the cup and to confirm leg length. After the x-ray was taken, the surgeon then checked the pts hip stability and quickly noticed that pt would benefit from a hooded liner to prevent further dislocations. The sales associate mentioned to the surgeon that they had a 56mm x 36mm 10 degree trilogy liner at (B) (6) hosp in their hip consignment, but that it expired 5 days earlier on (B) (6) 2009 and replacements are discontinued. The sales associate mentioned to the surgeon several times that the liner is not approved to be implanted for the above reason. The surgeon stated that the benefit was too great for the pt safety and he would take full responsibility for implanting the liner.

Manufacturer narrative:
(B) (4). Eval summary: a review of the packaging labeling setup sheet found that the contents of the labeling is conforming to design specification. It cannot be determined with certainty the reason why the expired product was implanted given the expiration dating on the label was to specification. In 2006, a notification was sent to the field with the most frequently asked questions regarding expiration mgmt for better clarification. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.